Event description:
It was reported that patient had defib replaced because it was defective, patient thought the hospital was taking care of the bills and warranty for him. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.